Manufacturer narrative:
A review of the drawings, dimensional verification, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned and investigated. Through this investigation, it was determined that the silicone wing separated from the catheter tubing and that both red and white hubs on the proximal end of the device were attached. Therefore, it was determined that "the plastic hub" stated by the customer to have broken away was the silicone wing. The detachment of the silicone wing from the tubing then caused issues closing the malecot. It was very difficult to slide the silicone wing along the length of the catheter. The outside diameter of the catheter shaft measured in specification but the inner diameter of the silicone wing could not be measured. All personnel attaching the silicone wing to the catheter tubing undergo training that includes a training checklist, written exam and visual inspection of the bonded shaft by a trainer. The bond strength between the shaft and hub is verified prior to shipping by quality control and the device is designed to withstand tensile forces during use. There is a validated process for attaching the silicone wing to the catheter tubing. Every device is shipped with an IFU that outlines instructions for placing the catheter and locking and unlocking the friction-lock catheter. It is possible that excessive patient movement or movement of the catheter caused the tubing to separate from the silicone wing. Every device is 100% inspected in quality control for securement of the silicone wing to the catheter shaft. However, investigation of a related complaint device reporting the same failure mode as this device found that it was very difficult to move the silicone wing along the length of the catheter shaft. For this reason, it is probable that excessive force was applied to the silicone wing / catheter shaft bond, causing the silicone wing to separate from the catheter shaft. Based on the provided information, inspection of returned product, and results of the investigation, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the hub of a carey-alzate-coons double lumen gastrojejunostomy catheter separated from the catheter at an unspecified time following implantation. The actions taken to address the event are not known. No further information was provided. The device is not available for evaluation.